Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire was confirmed, but the exact cause could not be determined from the two images that were provided for investigation. The images showed a guidewire with the coil wire stretched over the distal end of the core wire. The distal tip of both the core wire and the coil wire was observed in the photos, but the weld tip did not appear to be present. The proximal end of the guidewire was positioned within the guidewire hoop. The blue tip straightener had been removed from the hoop. This type of damage can occur if the guidewire is retracted through the introducer needle during use; however, the exact cause of the damage could not be determined from the photograph. A review of the manufacturing records showed no evidence that the reported event was caused by the manufacturing process. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that a guide wire frayed. Additional information received 3/17/2021: it was reported the tip of the guide wire was frayed upon removal during a PICC line insertion procedure.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reex0272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a guide wire frayed. Additional information received 3/17/2021: it was reported the tip of the guide wire was frayed upon removal during a PICC line insertion procedure.